Manufacturer narrative:
H3: a software analysis was initiated to determine, the probable cause of the issue. Analysis found, that the reported event was related to a software issue. Uninstallation log of sonocal indicated, that tools-db were also removed. This issue was documented in a medtronic navigation software anomaly tracking database. Codes b01, c10 and d02 are applicable to the software analysis. Concomitant medical products: other relevant device(s) are: product ID: 9735832, software version #: 1.0.1-9. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the system. Resolution uninstalled stealth application 1.3.0 and reinstalled, rebooted and system was tracking reference frame and instruments. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9735670, ( camera cart) serial/lot #: (B)(4), UDI#: (B)(4) and product ID: 9735665( surgn cart stealth s8 premium), serial# (B)(4). The following codes apply to product ID: 9735665 (surgn cart stealth s8 premium), serial# (B)(4) . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that earlier in the morning, the representative calibrated a ultrasound and performed a demo with it. She then uninstalled the sonocal application. After doing this, she went to start performing a pm( plan maintenance). In the cranial application, the instruments tab had the small passive cranial frame added, but in the lower right corner of the window pane, it said no instrument and no frame. Technical service had the representative go into spine and in the spine application, it showed a navlock in the lower right window, but still said no frame. There was no patient present.

Manufacturer narrative:
A medtronic representative went to the site to test the system. Resolution uninstalled stealth application 1.3.0 and reinstalled, rebooted and system was tracking reference frame and instruments. Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9 735670, ( camera cart) serial/lot #: (B)(4), ubd:UDI#: (B)(4) and product ID: 9735665( surgn cart stealth s8 premium), serial# (B)(4). The following codes apply to product ID: 9735665 (surgn cart stealth s8 premium), serial# (B)(4) fdm b01, fdr c10, fdc d02. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that earlier in the morning, the representative calibrated a ultrasound and performed a demo with it. She then uninstalled the sonocal application. After doing this, she went to start performing a pm( plan maintenance). In the cranial application, the instruments tab had the small passive cranial frame added, but in the lower right corner of the window pane, it said no instrument and no frame. Technical service had the representative go into spine and in the spine application, it showed a navlock in the lower right window, but still said no frame. There was no patient present.